Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the explantation date and the patient¿s symptoms. The patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2022. The relevant fields have been updated. Updated reason for device explant and/or reoperation: left-sided rupture, generalized illness on (B)(6) 2022, mentor received additional information regarding the status of the suspected medical device. The suspected medical device was inadvertently discarded upon explantation and is not available for product evaluation. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 425cc and experienced digestive issues, anemia, exhaustion, adult acne, irregular periods even with birth control, ovarian cysts. The patient reported: ¿the right implant got infected and started leaking from incision site. Antibiotics took care of the infection. Left breast implant has a bulge at the bottom. Left also developed a flatness on the inside". The patient experienced generalized illness symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.